Event description:
Per the audiologist, the patient was hospitalized due to a tympanic membrane perforation and visualization of the electrode lead through the middle ear, patient was treated with antibiotics and will undergo revision surgery. The patient has not had surgery at the time this report.